Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: burr devices, attachment devices. Service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the reported condition of the device locking and unlocking issue was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed all assessments; however, during the temperature testing the device was noisy and had vibration. The burr lock mechanism assembly was disassembled, and it was observed that the stainless-steel springs which allowed the locking tabs to move in and out were destroyed, rusted, and crumbled, causing the unexpected noise and vibration. It was further determined that the issue was due to incorrect spring material caused by the vendor ¿vendor issue¿. It was further observed that the device had corrosion/rusting/pitting and the locking components were damaged. The assignable root cause was determined to be due to device manufacturing issue. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device had an issue of locking and unlocking the attachments and locking the burr devices into place. During in-house engineering evaluation, it was observed that during the temperature testing the device was noisy and had vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.